Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with no significant bend was located in the moderately tortuous and moderately calcified coronary artery. Following pre-dilation, a 3.50 x 12mm synergy xd drug-eluting stent (des) was selected for treatment. However, during advancing, the stent strut was lifted. The procedure was completed with another synergy xd des. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).